Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The lot history record (lhr) review was not performed because the lot number was not reported and the product was not returned for analysis. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: medwatch report # mw5146532

Event description:
User facility medwatch report received and states: as reported by edwards field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the native aortic annulus a perclose failure occurred resulting in implant of a stent across the access site. There were no thv complications. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.